Manufacturer narrative:
Without a lot number the device history records review could not be completed, the investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt status post orif of the ulna implanted on an unk date was discovered to have a non-union of the left ulna on an unk date. Pt was returned to the operating room on (B)(6) 2012, hardware was removed, pt was revised to a lcp plate and screw.